Event description:
Constellation vitrectomy machine was primed and indicated ready for vitrectomy. When victrector used, the machine display claimed it had not been primed. Machine primed again. Midway through the procedure, system failure was indicated by stop sign. Staff restarted machine, and machine indicated "ready for core vitrectomy"; however, when staff attempted to use, the infusion would not turn on. Manufacturer response (as per reporter) for ophthalmic equipment, constellation ceunknown